Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began around december 01, 2020. The patient reported obtaining blood glucose readings of ¿280 and 300 mg/dl¿ with the subject meter compared to ¿45 mg/dl¿ on a laboratory device, performed more than 30 minutes apart. The patient manages her diabetes with a combination of oral medication (metformin and glipizide). The patient stated that on (B)(6) 2020, she changed her diet as a result of the alleged issue in order to obtain lower readings. The patient reported developing symptoms of feeling ¿dizzy and foggy¿ on (B)(6) 2020 at 1:00 pm. In response to the symptoms, the patient claimed she contacted the doctor¿s office and was advised by the nurse to eat a peanut butter sandwich and to proceed to the emergency room (ER). The patient claimed her blood glucose was tested at the ER and a laboratory test result of ¿45 mg/dl¿ was obtained. The patient denied receiving any additional treatment at the ER as she had already eaten a peanut butter sandwich but was advised to go home and rest. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after changing her diet based on alleged inaccurate high readings obtained with the subject meter.